Event description:
This was a left-sided, cardiac lead extraction case conducted in the cardiac or to remove a total of 2 leads (mdt5076-ra & mdt 6947-rv; age unknown) due to a malfunctioning rv lead. The patient reported receiving inappropriate shocks. Both leads were cut and prepped with a lld (unknown model#). The ra lead was able to be manually extracted with gentle traction. The rv lead however had significant adhesions and necessitated the use of the laser. The md lased (with an unknown size sls) down to the tricuspid valve when the rv lead "popped out". While retracting the lead and laser sheath the patient's blood pressure declined sharply. An emergent pericardial window was performed revealing a significant amount of dark venous blood. A sternotomy followed unveiling a svc/innominate junction tear. The patient was placed on bypass and the vasculature successfully repaired. The patient was successfully resuscitated, removed from bypass and transferred to the ICU. Unfortunately the patient expired the following day due to exsanguination. Post-operative hemostasis was never obtained. There were no devices retained for return analysis, nor was there a record of the device model/lot# kept by the hospital.

Manufacturer narrative:
Knowledge of this case came by the way of a discussion between the physician and the spnc representative during an educational forum.